Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the screw was missing from the handle making it unable to perform the intended function. It appears that excess force was applied to operate the device resulting in this failure. Frequent excess abuse of the device could eventually lead to this type of failure. The device appears worn and heavily used. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the jaw broke on his penetrating grasper 35 up during a rotator cuff procedure. The case was completed with a competitor device. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.